Event description:
An unspecified low reading issue was reported with the adc device. The customer experienced "feeling weak, looked pale," seizure, and a loss of consciousness. An hcp glucose test of 29 mg/dl was obtained on the hcp meter. The customer was given glucose via intravenous route and 3 emergency glucose injections for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted .

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified low reading issue was reported with the adc device. The customer experienced "feeling weak, looked pale," seizure, and a loss of consciousness. An hcp glucose test of 29 mg/dl was obtained on the hcp meter. The customer was given glucose via intravenous route and 3 emergency glucose injections for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.